Event description:
Report received of a tubing breakage. No specific patient information was provided. The event occurred on a pre-operative patient in an ambulatory surgical setting. While transferring the patient from one cart to another, it was noted that IV fluid was leaking. Upon further investigation, it was noted that the male end of the tubing "snapped" and broke at the site where it connects to the angiocatheter. There was a small amount of blood loss. The tubing was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested but no further information was provided.